Event description:
During evaluation of the device, it was reported that the home choice (hc) failed the accuracy confirmation test. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Temperature confirmation testing was performed and the results were found to be within specifications. An external/internal inspection was performed with no issues noted. The device was determined to meet electrical performance specification requirements per rite (returned instrument test evaluation) testing. The device failed rite functional testing as fluid was transferred above the allowable specification range during volumetric accuracy testing. Test article, piston foam, was installed and the device passed subsequent volumetric accuracy test. An inspection of the door assembly revealed that the piston foam was deteriorated. The evaluation concluded that the cause of the failure is the deteriorated piston foam. The piston foam was to be replaced and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.